Manufacturer narrative:
This is one event of two events reported for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event, while receiving a routine dialysis treatment, on an unk date between the end of 2011 and the beginning of 2012. The plaintiff's attorney also alleged that on or about (B)(6) 2013, after a separate dialysis treatment, the decedent experienced a cardiac arrest and subsequently expired after the use of the product.